Event description:
Received information stating that customer uses apidra and has had multiple occlusion alarms. Customer stated that his blood glucose level was high (253 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with the product other than humalog and novolog.